Event description:
It was reported to gore that in 2007, a piece of the suture passer broke off in a patient during a hernia repair procedure and was not retrieved. The surgeon did not consider the piece to pose a significant risk to the patient and described the device fragment as "blunt and tiny". The procedure was completed successfully and it was reported that "the patient tolerated the procedure very well."

Manufacturer narrative:
Device not returned for evaluation, review of information provided by the user. Follow-up communication with the surgeon confirmed that there was no problem with the suture passer and that his use of the device caused the tip to break off. In addition, the user facility confirmed that the involved device was discarded and would not be returned for evaluation. Lot number information was not available, therefore, no review of the manufacturing paperwork could be performed. The potential for device breakage is addressed in the warnings section of the instructions for use stating, "do not bend the needle or sleeve assembly. Incomplete needle retraction into the sleeve during use may cause breakage of the needle tip." Additionally, the contraindications section of the IFU states, "the gore spi or any of its parts are not for implantation." All available information has been placed on file for tracking, trending and follow-up. Blank required fields on this form indicate that the information was not provided, was deemed unavailable or was not applicable. Attempt(s) to acquire information required for this form were made by gore.